Event description:
It was reported that during an open reduction internal fixation (orif) right distal radius procedure, the plate was laser etched with "(B)(4) right" when it should have been a left plate. The surgeon used a guide block and the plate did not match the block. The surgeon selected another plate and completed the procedure.

Manufacturer narrative:
The manufacturing records were reviewed an no complaint related issues were found. The device was returned for investigation. Visual inspection confirmed that the laser etching was incorrect; the plate was marked with "right" instead of "left". The complaint is valid from the manufacturing standpoint. Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.